Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code. Engineering analysis of device data confirmed that it was exhibiting premature battery depletion (pbd). Technical services (ts) recommended device replacement. No adverse patient effects were reported. Currently, this s-ICD remains in service.